Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported low aspiration, and the cutter did not cut. It was replaced with a stand alone cutter. No patient injury reported.